Manufacturer narrative:
A follow up was performed with the key market, and it was reported that there was no patient involvement when the issue was found. No patient or user harm reported.

Manufacturer narrative:
A service engineer (se) reported that the power cable was replaced to resolve the issue. All the necessary verifications were reported to have been carried out to certify the restoration to the conditions prior to the breakdown. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The suspected part was returned to philips for failure investigation. The technician documented the following conclusion/root cause, through the use of the electrical safety analyzer, the alternating current (ac) power cord passes all esa (electrical safety analyzer) resistance testing. The resistance measurements of the ground conductor of the power cord are all within the allowable specification per v60/v60 plus ventilator service manual. Tech verified that the power cord passes all current leakage testing as well. The analysis of the ac power cord has resulted in a no problem found.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a power cable that exceeded the allowed limit, and needed to be replaced. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.